Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient had redness, swelling and drainage at the ipg site. The patient will undergo pocket revision.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient had redness, swelling and drainage at the ipg site. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the infection was not device nor procedure related. The patient was given many rounds of antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Concomitant medical products: model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 15441664, model/catalog description: linear 3-4 lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient had redness, swelling and drainage at the ipg site. The patient will undergo pocket revision.